Event description:
The facility representative contacted baxter to report an intermate in which the reservoir ruptured during patient use. The event occurred close to the end of the patient's infusion. The patient did not receive the full standing therapy. The device had not been cooled prior to patient application. The patient was not receiving any other drugs through the patient's port. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed. The assignable cause is that there was a manufacturing defect. Correction/additional: the following information has been inadvertently omitted in the initial medwatch report: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through idc-CAPA-(B)(4).